Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that during testing of the v60 unit, prior to use, the biomed found an alarm related to flow sensor had occurred and error code was displayed. Details of error code were unknown. The event persisted even after circuit was replaced. The event did not occur when the third repower-on was attempted. There was no patient involvement associated with this event.

Manufacturer narrative:
The unit was received at the international service center. The technician reviewed the diagnostic history log and identified the presence of multiple error codes, suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable was replaced and the mc retention bracket was attached to correct the problem. The device successfully passed performance verification testing.